Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery while delivering a bolus. She changed the set and then the insulin pump alarmed no delivery during the prime. No blood glucose reading was given. The customer was advised to disconnect and run a fixed prime and the customer stated insulin did not exit. She reported that the motor sound was soft. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and run a manual prime. The insulin did exit. The customer attempted another bolus and stated that it stopped at 2 units again. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.